Event description:
In 2008, the lay user/patient contacted lifescan (lfs) after receiving the recall letter regarding the onetouch ultra test strips with the particular lot number and alleged that he was getting inaccurate readings on the onetouch ultra2 meter. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient tests his blood glucose more than 4 times a day and he manages his diabetes via levemir insulin. The patient indicated that the reported issue (inaccuracy) began in the early spring 2008 (date and time not known). During that time, the patient reportedly obtained an "inaccurate low" reading of "around 120 mg/dl" on the subject meter when compared to a reading of "above 600 mg/dl" on the hospital's meter. He indicated that he was not sure whether the prior readings were accurate. He stated that in the early spring 2008, he reportedly had an appointment with his doctor for an unknown procedure. The night before he had the appointment, he reportedly obtained a reading of "around 120 mg/dl" on the subject meter at around 8 pm. He stated that his doctor told him "not to eat anything after 12 at night" in regards to the preparation for the procedure. The patient reportedly does not remember whether he developed any symptoms before, during or after reported issue. On the day of the procedure at around 6 am, he reportedly obtained a reading of "hi" or "above 600 mg/dl" on the hospital's meter and was reportedly hospitalized for 3 days to control his blood sugar. He reportedly did not test on his meter during that time. He reportedly was treated with insulin (unknown type and dose) at the hospital. The patient stated that he had other health conditions, which includes chronic pancreatitis and digestive tract related problems (not specified). The patient reportedly did not have the test strips during the call to confirm whether his test strips matched with the recall lot number. He reportedly guessed that it would be the same test strips. During the troubleshooting, the cca noted that the patient was obtaining blood samples from his fingers. The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. The meter was set to the correct unit of measurement. Replacement products were sent to the patient. There is no evidence indicative of a meter malfunction. Based on the information provided, this complaint is being reported since the patient alleged that he obtained "inaccurate low" readings prior to his hospitalization the next day. A 'high' reading was reportedly obtained in the hospital the following day and he was reportedly treated with insulin at the hospital, for possible hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.